Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: waste tank leak manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 08sept2020 to date 08sept2021 (rolling 12 months) complaint trend: there are 5 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 08sept2020 to date 08sept2021 (rolling 12 months) investigation result / analysis: per fse report: customer said that the waste tank is leaking. Customer notices a leak at the level of the waste connector on the tank holder. The bleach was in the tank, the fluid leaked ¿ in small quantity - around the connector, before getting to the tank. Replacement 2 fittings pn c591009205s, 1 fitting c591009005, 1 fitting pn 640521 (not from stock). Checked for good operation. Customer was not exposed to any hazardous materials. Service max review: review of related work order# (B)(4). Install date: 10aug2017 defective part number: 640521 connector. Work order notes: o subject / reported: waste tank leak. O problem description: leak. O cause: connector fitting. O work performed: replaced connector fitting. O solution: replaced connector fitting. Returned sample evaluation: did not request return of defective part manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.29 hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide. Risk control:_alarp. Mitigation(s) sufficient yes no. Root cause: based on the investigation result and the customer calls: the root cause was defective connector fitting. Conclusion: based on the investigation results and the customer calls the complaint was confirmed for the waste tank leak h3 other text : see h10.

Event description:
It was reported that while running bd facs sample prep assistant iii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? Yes. Was the customer/bd personnel physically in contact with the fluid? No. Customer notices a leak at the level of the waste connector on the tank holder the bleach was indeed in the tank, the fluid leaked ¿ in small quantity: around the connector, before getting to the tank. So, yes, there was a potential risk, but there was no harm to the customer. Was there spray of fluid under pressure? No. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facs sample prep assistant iii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? Yes. Was the customer/bd personnel physically in contact with the fluid? No. Customer notices a leak at the level of the waste connector on the tank holder. The bleach was indeed in the tank, the fluid leaked ¿ in small quantity - around the connector, before getting to the tank. So, yes, there was a potential risk, but there was no harm to the customer. Was there spray of fluid under pressure? No. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.